Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition, low amplitude measurements, high pacing threshold measurements, and loss of capture. A lead revision took place and it was found that the slack for the lead along with the slack for the right atrial (ra) lead from another manufacturer had been pulled back and that the leads had dislodged from the tissue in both chambers. The rv lead was explanted and replaced. No additional adverse patient effects were reported.